Event description:
It was reported that syringe 50ml ll tip 1ml was deformed. The following information was provided by the initial reporter: deformation in the pivot /cone is reported, which prevents the needle from being placed and can be used, 1 unit.

Manufacturer narrative:
H.6. Investigation: it was reported deformation prevents the needle from being placed. To aid in the investigation, three photos were provided for evaluation by our quality team. Two photos show a syringe with luer lock damage and the other photo shows the packaging blister top web. This defect can occur if there was a jam at the assembly line inducing the damage. A device history record review was completed for provided material number 309653, lot number 0079887. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the assembly process was completed. Flowing of the parts, adjustment and alignment of the transportation mechanism were all satisfactory. No potential risks for jams were observed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll tip 1ml was deformed. The following information was provided by the initial reporter: deformation in the pivot /cone is reported, which prevents the needle from being placed and can be used, 1 unit.